Event description:
It was reported a balloon ruptured during a hepatic angioplasty procedure. During removal through the introducer sheath the balloon detached and remained in the pt. No retrieval of the detached balloon was attempted. Another balloon catheter was used to successfully complete the procedure without pt complications. This device has not been returned for evaluation. Therefore, no failure analysis is available. Balloon rupture or balloon leakage is an anticipated event of percutaneous angioplasty which has been associated with overpressurization or use in a calcified lesion. However, without evaluating the device co is unable to determine the cause for this event. Co's directions for use state: "due to the extremely thin wall thickness of the ultra-thin tm balloon, ultra-thin balloon catheters should not be used for procedures involving highly calcified lesions or synthetic vascular grafts...if loss of pressure within the balloon occurs during inflation or if balloon ruptures during dilatation, immediately discontinue the procedure. Deflate the balloon. Do not reinflate and remove carefully."

Manufacturer narrative:
H3. Evaluation summary: a catheter and 2.5 millimeter syringe was received, evaluated and retained by this MFR. The engineering evaluation indicated the balloon was detached and not returned for evaluation. There was no balloon material present on the distal bond area, however, adhesive was noted. The proximal bond area was intact with 3 millimeters of balloon material present. Kinks were located in the catheter shaft 25.8 and 33.4 centimeters from the distal tip. Follow up could not confirm if resistance was encountered during this procedure. However, this device displayed characteristics consistent with exertion against resistance, a kinked shaft, which co feels may have contributed to this event.